Manufacturer narrative:
Customers received notification of the field action. The reported issue of a dim segment is confirmed based on the field action. Device repair or returns are handled within the scope of the field action. H3 other text : no product returned.

Event description:
It was reported that there was issues with dimmed led segments where numbers were not clearly displayed on the lcd. Although requested, no additional information was provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was issues with dimmed led segments where numbers were not clearly displayed on the lcd. Although requested, no additional information was provided.